Manufacturer narrative:
D10 concomitant product: 87480 shiley oral nasal intermediate 8.0 lot: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during postoperative airway management with a 8.0 endotracheal tube, the patient experienced acute respiratory deterioration with no spontaneous breaths, an audible leak along the endotracheal tube, and very rapid oxygen desaturation to 70%. The patient was placed on mechanical ventilation without improvement until the endotracheal tube cuff was reinflated; the cuff had been inflated after transfer and was later found on routine check to be partially deflated, so a cuff pressure monitor was left connected and the cuff was reinflated repeatedly to maintain ventilation and oxygenation. About 20 minutes later, ventilation again became difficult with air not seeming to enter despite manual compression, and a propofol bolus was administered without the desired effect. Bag-valve-mask ventilation was initiated, with air entering the tube with difficulty, an audible cuff leak, and oxygen desaturation to 75%, which improved after cuff reinflation. Increased sedation and neuromuscular relaxation were required to perform an endotracheal tube exchange under controlled conditions, which resulted in additional hours of mechanical ventilation. The patient was suspected to have aspirated and was treated with ceftriaxone. Atrial fibrillation was reported as present and unchanged, and significant hypertension (average 150/70) was noted. The tube size was 8, tube depth was adjusted from 22 to 24, and cuff pressure was documented as 30 mmhg. The replaced tube did not appear to leak upon inflation after removal, and the tube was retained. The patient also appeared to have aspirated, so started ceftriaxone.